Manufacturer narrative:
Section b3: date of event is estimated. During processing of this incident, attempts were made to obtain complete device information; however, no further information was known or received.

Event description:
It was reported that the ipg was inoperable as it had reached end of life (eol). Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to patient¿s ipg reaching end of life. Stimulation has resumed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.